Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 9612007-2018-00018, 9612007-2018-00019, 9612007-2018-00020.

Event description:
This is 4 of 4. A distributor reported on behalf of the customer that an osvii shunt was implanted in the patient on (B)(6) 2018. It was reported that the patient was taken back to theatre on (B)(6) 2018 to remove the shunt and replace it since it wasn¿t draining. Additional information was received on 31 jul 2018: the surgeon indicated that the shunt was underdraining and had asked if the opening pressure could be confirmed. The lot number of the device was reported as 17200117100207436912102. The surgeon also reported that he has had similar issues with three previous osv2 but he never reported them. Additional information has been requested.

Manufacturer narrative:
Additional information received from the distributor on (B)(6) 2018 with the following: the doctor complained that the shunt was under-draining. The distributor only had the details of this last case as previously reported. The consequences for the patient was shunt revision. Current condition of the patient was unknown. The underlying medical condition of the patient was hydrocephalus.

Event description:
N/a

Manufacturer narrative:
The returned valve was found within pressure/flow specifications. The device history records of ref 909712, lot 207486 were reviewed and did not reveal any anomaly. The complaint is not verified by the investigation: valve testing does not explain the reported obstruction after 4 days of implantation. The exact root cause of the reported obstruction could not be determined. Valve obstruction is a known complication of valve therapy, as stated in the product instructions for use. Early shunt obstructions may be related to the surgical technique (blood and debris introduced in the shunt at insertion time) , or to patient physiological conditions (csf characteristics). The exact root cause of the reported underdrainage could not be determined by the investigation. It is possible that small debris were introduced in the valve mechanism during implantation and were displaced during further manipulations.

Event description:
N/a